Event description:
.

Manufacturer narrative:
Device #2: investigation is not complete. Attempts are being made to have the product returned. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00093.